Event description:
A 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post percutaneous coronary stent procedure. The pt was discharged from the ccu later that day. The next morning, the pt noted her leg to be cool and had some unusal sensation. The pt notified the physician. The pt was admitted back into the hosp for evaluation of arterial thrombosis. The pt was noted to have a strong doppler dorslis pedal pulse. An ankle brachial indicles and duplex ultrasound revealed an acute occlusive thrombus of the distal femoral artery and proximal superficial femoral artery. The pt was treated with intravenous heparin. The next day, another duplex ultrasound revealed restored blood flow. The usual sensation returned and the limb was warm. The pt remained on heparin and was switched to enoxaprin, 50 mg, for discharge the next day. The pt is a c4-5 quadriplegic.